Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure observed during analysis. Final analysis of the lead found an insulation abrasion at 82.8 cm to 83.1 cm from the connector pin. (B)(6).